Event description:
During the index procedure, two integrity stents were implanted in the rca and one resolute onyx rx drug eluting stent in the 1st obtuse marginal. Approximately 12 months post index procedure, the patient suffered nstemi. The patient was treated with medication and the event remains unresolved, continuing with treatment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The integrity rx devices previously reported were never implanted in patient. The resolute onxy is the only stent implanted in patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The integrity rx previously reported were never implanted in patient. The resolute onxy is the only stent implanted in patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.